Event description:
It was reported to resmed that a patient was allegedly electrocuted by his airsense 11 device during use. The patient bore burn injuries. The patient sought medical attention in an emergency care unit. The patient is currently still experiencing pain in chest, heart issues and trouble swallowing following the incident. Further information about the patient¿s medical condition is not available to resmed.

Manufacturer narrative:
The airsense 11 device was returned to resmed. The investigation methods, results, and conclusions are not finalised at this stage. If further information becomes available, a supplementary report will be submitted. The airsense 11 user guide states the following warning:- ¿beware of electrocution: do not immerse the device, ac adaptor or power cord in water. Do not connect to power while the device is wet. Make sure that all parts are dry before plugging it in. If liquids are spilled into or onto the device, unplug the device and let the parts dry.¿ the user guide also provide the following warning:- ¿discontinue use and contact your care provider or resmed service center if any of the following occur: device does not perform as usual device is making unusual sounds device is damaged.¿ resmed reference#: (B)(4). Pending investigation.

Manufacturer narrative:
The airsense 11 was returned to resmed for investigation. Performance testing revealed the device passed all functional tests and the device was performing per specification. The investigation concluded there was no relationship between use of the device and the reported incident. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that a patient was allegedly electrocuted by his airsense 11 device during use. The patient bore burn injuries. The patient sought medical attention in an emergency care unit. The patient is currently still experiencing pain in chest, heart issues and trouble swallowing following the incident. Further information about the patient¿s medical condition is not available to resmed.